Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with discomfort in the scrotum. The physician performed a cystoscopy and an erosion was diagnosed at the cuff site of his artificial urinary sphincter (aus). A surgery was performed and all aus components were removed. After removal of the aus, the urethral tissue was necrotic. The necrotic tissue was reconstructed with underlying muscle and adipose tissue, a catheter was placed. The event was resolved and the patient has a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported erosion and necrosis could not be confirmed through product analysis; the artificial urinary sphincter components performed within specifications. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because contamination was identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing and performed within product specifications. Product analysis was unable to confirm the erosion and necrosis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms of urethral erosion and tissue damage were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with discomfort in the scrotum. The physician performed a cystoscopy and an erosion was diagnosed at the cuff site of his artificial urinary sphincter (aus). A surgery was performed and all aus components were removed. After removal of the aus, the urethral tissue was necrotic. The necrotic tissue was reconstructed with underlying muscle and adipose tissue, a catheter was placed. The event was resolved and the patient has a stable outcome.